Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Based on the provided data, there was no indication for a performance issue of reagent or instrument. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable alp2 alkaline phosphatase result for one patient from the cobas pro c 503 analytical unit the initial result was 1055 u/l. The repeat results on (B)(6) 2019 were 248 u/l, 279 u/l, and 239 u/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 433733 with an expiration date of 30-jun-2020.